Event description:
It was reported that using a radial artery access approach during a procedure of the narrow, 80% stenosed, mid left anterior descending (lad) artery, pre-dilatation was completed using a 2.5 x 15 mm trek balloon dilatation catheter (bdc) and a non-abbott stent was implanted without issue. The 3.5 x 12 mm voyager nc bdc was advanced and positioned for proximal stent area post-dilatation but could not be inflated using 12 atmosphere (atm). It was noted under fluoroscopy review that contrast leaked from the balloon; the device was removed without issue. A second 3.5 x 12 mm voyager nc bdc was used to complete the post-dilatation successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported inflation difficulty was confirmed on the returned device. The reported leak from the balloon could not be confirmed; however, a leak in the outer member was noted. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that voyager nc instructions for use (IFU) instructs the user to prepare the catheter outside of the anatomy. Based on the information reviewed and the analysis of the return, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant product: stent: 3.0 x 29 mm firebird. (B)(4) - incorrect prep. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.